Manufacturer narrative:
Device evaluation: the labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the device was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. The system was evaluated by a field service engineer. The issue of joystick broken was confirmed. The joystick was replaced. The unit complied with all factory settings. A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss on the left eye (os) due to sticky joystick during surgery with an intralase patient interface (pi) after the patient was applanated and after laser fired. It was noted that one (1) flap/ring was replaced and the surgery was completed successfully by switching out the pi. Per account, joystick broke. The physician aborted the procedure after tapping lightly on the pedal and realized he lost control of joystick, didn¿t start side cut, rescheduled patient and completed procedure on (B)(6) 2018. There was no patient injury reported or complication. This report pertains to laser system.